Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, based on the information provided the reported pain was likely secondary to the ¿mechanical loosening¿ of the primary joint prosthesis. The time elapsed from increased symptoms onset and identification of a right hip cystic lesion likely contributed to the severity of the symptoms. The pathology report noted chronic inflammation which may be consistent with an adverse tissue reaction to metal wear debris; however, the contralateral/competitor hip pathology findings were consistent with a metal related tissue reaction to metal debris. The assessed patient impact was the reported symptoms, revision, and an expected transient post-op convalescence phase. Further patient impact could not be determined. Per (B)(6) 2021 office note, the patient was ¿within normal limits for circumstances¿. No further medical assessment could be rendered at this time. Should additional relevant clinical documentation and/or product evaluation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: corrected date of the event.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the event can be confirmed. According to the clinical/medical investigation, the reported pain was likely secondary to the ¿mechanical loosening¿ of the primary joint prosthesis. The time elapsed from increased symptoms onset and identification of a right hip cystic lesion likely contributed to the severity of the symptoms, as the pathology report noted chronic inflammation which may be consistent with an adverse tissue reaction to metal wear debris; however, the contralateral/competitor hip pathology findings were consistent with a metal related tissue reaction to metal debris. The assessed patient impact was the reported symptoms, revision, and an expected transient postop convalescence phase. Further patient impact could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 24 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could be corroborated, since the reported adverse event was resolved by the explantation of the device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a primary right thr, the patient presented pain in the joint, pseudotumor formation and mechanical loosening of the joint prosthesis. A revision surgery was performed to explant a smf stem with stiktite sz 2, oxinium femoral head 12/14 32mm -3 and a r3 20 degree xlpe acetabular liner 32mm inner diameter x outer diameter. The outcome of the patient is unknown.

Event description:
It was reported that after primary thr, patient presented pain in the joint and mechanical loosening of the joint prosthesis. A revision surgery was performed to explant a smf stem with stiktite sz 2, oxinium femoral head 12/14 32mm -3 and a r3 20 degree xlpe acetabular liner 32mm inner diameter x outer diameter. The outcome of the patient is unknown.